Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) stored an episode that appeared to be supra ventricular tachycardia (svt) or atrial flutter with rapid ventricular response. The patient received anti-tachycardia pacing and six shocks, but the rhythm was not converted.

Manufacturer narrative:
Technical services discussed that the device functioned as programmed, and recommended considering rhythm ID rather than onset/stability as the detection enhancement option. No adverse patient effects were reported. The device remains in service without further complication.